Event description:
Report received from the USA. The device was being used with an unspecified drill and speed reducer during a surgical procedure. Information from the user facility indicated the device stopped twice during the procedure. When the device stopped for the second time, the patient sustained a tear to the dura. The patient was treated with an unspecified dura replacement product. No additional information was available.

Manufacturer narrative:
A review of the database revealed no other events for the reported production batch. A review of trending reports did not indicate an increase in complaints of this nature. The device was not returned for evaluation and was in the possession of the risk manager for the user facility; therefore, no further investigation could be conducted for the reported event. This report is being submitted as part of a retrospective review and is related to the following previously submitted reports: 1045834-2001-4, 1045834-2011-4-01.